Event description:
On (B)(6) 2021, a patient underwent a port placement procedure using the MRI power port isp catheter. It was reported that post a port placement, the catheter allegedly found ruptured. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port isp MRI implantable port attached to a groshong catheter in two segments was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. The edges of the complete compound break on the distal end of the attached catheter were noted to be jagged. The surface was noted to be granular in one region and round/smooth in the other region. Splits were noted on the border of both regions. The edges of the complete compound break on the proximal end of the distal catheter segment were noted to be jagged. The surface was noted to be granular in one region and round/smooth in the other region. Splits were noted on the border of both regions. Kinks were noted on both catheter segments. Therefore, the investigation is confirmed for the reported fracture and identified material separation, naturally worn and deformation issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2021, a patient underwent a port placement procedure using the MRI power port isp catheter. It was reported that post a port placement, the catheter allegedly found ruptured. There was no reported patient injury. The catheter was removed on june 13, and the port was removed on june 23.there was no reported patient injury.